Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced infection(cultures were obtained for which the result not available) at the scs ipg site (2 months after the ipg implant). Patient was prescribed oral antibiotics for 10 days and infection resolved. The patient chose to have the entire system explanted. Reportedly, patient was receiving adequate therapy before the explant.